Manufacturer narrative:
H2: UDI number not available as the serial number was not provided.

Event description:
Myodex lead was implanted approximately one month ago. Despite the administration of corticosteroids, there was a continuous increase in stimulation threshold over time. Patient's condition before, during, and after the initial replacement procedure is not available at the moment. However, a laboratory analysis confirmed a type I or pseudo-allergic reaction to the electrode. The physicians therefore decided to implant a new myodex lead. Note: manufacturer has not produced myodex lead since 2018 and the final production leads were marked to expire in 2021. The reported leads are either expired or non-myodex leads, however, serial numbers were not provided by the customer to confirm the product information.